Event description:
It was reported that the coil protruded in the catheter. A 10mmx50cm 2d interlock coil was selected for use. During procedure, the coil became stuck in the distal part of the catheter. When it was pulled out from the patient's body, it was noted that the coil protruded from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported.